Event description:
It was reported, that the device had a primary audible alarm, a check clutch error. A failed auxiliary control unit watch dog test and not alarming after syringe pump completion of a test run. The device's errors were not saved in the history log. There was unknown, patient involvement. And unknown, harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional information becomes available.

Manufacturer narrative:
H9 corrected. One device was received for evaluation. Functional testing was unable to duplicate the reported problem. The device passed all functional tests; the device is functioning within design parameters. The service history review had no indication that the complaint was related to a service of the device within the review period.